Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Note: the IFU states that the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in patient etiologies including, but not limited to, previous stent or stent graft or previous surgical repair in the descending thoracic aortic area, and pseudoaneurysms resulting from previous graft placement.

Event description:
On (B)(6) 2020 the patient underwent emergency endovascular treatment of a pseudoaneurysm at the distal anastomosis of a previously performed total arch replacement using a gore® tag® conformable thoracic stent graft with active control system (ctag a/c). The ctag a/c was deployed just distal to the patient's left subclavian artery with no reported issues. It was reported that angiography was performed, and unintentional coverage of the left subclavian artery by the partially uncovered stent row of the device was identified. Blood flow was reportedly delayed. A bare metal stent was implanted in the patient's left subclavian artery. Blood flow was reportedly recovered. The procedure was completed with no further reported issues. The patient tolerated the procedure.